Event description:
Covidien received information stating that during patient use, the ventilator parameters could not be set. It was reported that there was a leak in the patient circuit. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and repaired the leakage in the patient's circuit. Ventilation parameters were then set. The cse then performed testing and measured ventilation parameters. Proper performance of the device was verified. (B)(4).